Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, review of the remote monitoring data for this cardiac resynchronization therapy defibrillator (crt-d) revealed impedance spikes on the right atrial (ra) channel. The spikes were not always out of range and the physician has elected to continue monitoring the system. The ra lead is a competitor product. This crt-d remains in service. No adverse patient effects were reported.